Event description:
It was reported that the device had the service indication illuminated. Physio-control evaluated the device and found multiple fault codes logged in the memory that might have indicated a lock up failure. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis ctr and determined the root cause of malfunction to be an ic chip, designator u16.